Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. Two events were confirmed during testing. One device was found to be affected by disassembly. One device was found to be affected by disassembly and missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. Two events had no patient involvement; no patient impact.